Manufacturer narrative:
Date sent to the FDA: 9/10/2020. Additional information: a1, a2, b7, d1, d3, d4, g1, g2, g5. Corrected information: g1. Additional b5 narrative: it was reported that the patient experienced chronic abdominal pain following surgery.

Manufacturer narrative:
Date sent to the FDA: 9/14/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted ¿there were dense omental adhesions to the undersurface of the mesh. There were no further intra-abdominal adhesions noted. Dissection was performed down to the anterior surface of the mesh. The mesh was pulled through the fascial defect it was carefully removed from the omental adhesions. The mesh was then removed from the wound.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.